Event description:
Patient implant on (B)(6) 2010 of a 28-16-120bl bifurcated device and two 28mm aortic extensions. A (B)(6) 2011 follow up revealed a proximal type I endoleak. On (B)(6) 2011 the patient was treated with a 34mm aortic extension which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.